Event description:
It was reported that the during the spinal cord stimulator (scs) implant pulse generator (ipg) swap procedure due to end of life of the device, the anesthesiologist noticed that the patients heart rate was dropping fast, so they performed cardiopulmonary resuscitation (CPR) and got the heart rate back. The patient was transported by the ambulance to a local hospital. No devices were explanted.